Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was given food and juice to treat. The customer experienced symptoms such as blurred vision. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past incident. The customer got into a car accident and had a miscarriage due to the low. The customer had sensor glucose versus blood glucose differences which led to the accident. The insulin pump will not be returned for analysis.